Event description:
It was reported the patient had his spectra penile prosthesis cylinders removed and replaced due to unspecified reason. No patient complications were reported in relation to this event.